Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 11/07/2025, intuitive surgical, inc. (Isi) received 22043275 stating: while using the xi fenestrated bipolar, the wires snapped and were exposed and instrument stopped working.